Manufacturer narrative:
The product is upgraded to reportable due to an incidental finding. Manufacturer's investigation conclusion: the reported event of red heart, low flow and pump stop alarms was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed two open fuses (fuse a and fuse b). As a result the system controller was not able to operate a test pump during analysis. The fuses were replaced and the system controller operated the test pump without issue. The log files (event and periodic) were successfully retrieved. The event log file contained events recorded on june 24 from 1:20 am to 10:14 am. The recorded information revealed that the system maintained the desired set speed with no atypical events/alarms until 8:35 am when the recorded flow briefly decreased below 2.5 lpm resulting in a transient low flow flag. The data recorded at 8:39 am revealed that lvad off, low flow and controller internal fault alarms accompanied by open fuse a and b faults became active. The recorded speed decreased to 0 rpm and the communication with the pump was lost resulting in a loss of lvad communication alarm in addition to the other alarms. At 9:08 am the external power (14v batteries) was briefly disconnected and reconnected. The data captured at 9:48 am revealed that the system controller was disconnected from the system. The last entries, captured at 10:14 am, indicated that the controller¿s white power cable was briefly connected to a power module. A specific root cause for the damaged fuses was not able to determine during the evaluation of the returned system controller. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including driveline power fault, low flow and pump off alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient heard a red heart alarm, low flow and pump stop despite being connected to power supply. The system controller was exchanged by the paramedics upon arrival; however, the alarm still persisted. Once the patient was at the hospital, it was confirmed the pump had been off for more than two hours. It was reported the green running light was off on the original and backup system controllers and both the system controller and the modular driveline cable are very discolored and look ¿used¿. The patient was in stable condition with no adverse impact and fairly good left ventricular (lv) function. It was decided not to change the modular cable and to disconnect the system controller. The patient was being assessed for decommissioning. On (B)(6) 2019, it was reported the patient was seen in the operating room where the pump was decommissioned and left in the chest. The patient is stable in the intensive care unit. No additional information has been provided. The pump is being reported under MFR# 2916596-2019-03199.